Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/26/2016 with the following findings: investigation revealed a missing audio bolus button cover; the button was unable to be tested. The battery compartment was also cracked below the grip pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a missing audio bolus button cover; the button was unable to be tested. The battery compartment was also cracked below the grip pad. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 08/26/2016.